Event description:
It was reported that this right atrial (ra) lead was explanted due to it was exhibiting high pacing thresholds measurements. The lead was successfully replaced. No additional adverse patient effects were reported.